Event description:
A report was received that the patient will undergo a revision due to discomfort at pocket site location and inadequate pain relief.

Manufacturer narrative:
Additional information was received that during the ipg revision the physician decided to explant the ipg device. The patient is reportedly doing well following the procedure. Device evaluation indicated that the ipg passed visual, electrical, performance tests performed. The possibility that electrical leakage could cause tenderness at the patient's pocket site was investigated. The device output was monitored for excessive leakage current or spurious signals in a saline solution, while programmed to the patient's latest setting. No discrepancies were identified. Device stimulation amplitude and timing was monitored. No intermittent anomalies were noted in the output. Device exhibits normal device characteristics.

Event description:
A report was received that the patient will undergo a revision due to discomfort at pocket site location and inadequate pain relief.